Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the foley catheter disconnected from the drainage bag where the catheter is connected to the bag and 'taped".

Manufacturer narrative:
Additional information: d9, h3, h4, h6. Investigation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition reported. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated drainage bag with date code 307-0d62 was received as a representative sample. A visual inspection per our procedure was performed on the received sample and the reported issue was confirmed. As part of continuous improvements, a corrective and preventative action plan (CAPA) has been opened to address the reported condition through a more robust investigation. The results of the investigation will be documented.